Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blurred vision involving an olympus gastrointestinal videoscope. The issue occurred during inspection for use with no reports of patient involvement.